Manufacturer narrative:
Continuation of d11: product ID neu_stylet_acc lot# serial# unknown implanted: explanted: product type accessory product ID 97725 lot# serial# (B)(6) implanted: explanted: product type external neurostimulator product ID 97725 lot# serial# (B)(6) implanted: explanted: product type external neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97725, serial# :(B)(4), product type: external neurostimulator. Product ID: 97725, serial# (B)(4), product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins). Rep reported that lead was showing 2 contacts that were red xs upon performing check connectivity. Upon running electrode impedances, the 2 contacts that were red during check connectivity showed over 40k ohms. Caller stated that each time they ran check connectivity, different electrodes would show red xs. Rep used 2 wireless external neurostimulators (wens) and the same impedances issues were seen. The lead was then replaced and no impedance issues were observed. No symptoms were reported. Caller will return the lead. No further complications were reported.

Manufacturer narrative:
Analysis of the va1ylup003 found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep provided correct patient name, information and hcp identifying information, stated that the weight of patient and the cause was not known. The lead had been returned and was placed in mail on 9/23/2019. Tracking information was provided. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory; product ID: 97725, serial# (B)(4), product type, external neurostimulator; product ID: 97725, serial# (B)(4), product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that hcp did not request analysis of the returned lead. The lead was returned along with the stylet. The return paper work stated that there was connection errors on 6 of 8 electrodes. Impedances = 40 ,000. Re-seated and wiped lead opened a second wens-same issue remerged. Patient recovered without sequela. No further complications were reported.